Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06060. It was reported that the tip detached and removed under aspiration. The target lesion was located in the low tortuous liver. Two 180cmx25cm fathom¿ -16 guidewire were selected for use. During procedure, the first guidewire was inserted into the lesion and after 10 minutes of manipulation the device was withdrawn from the patient¿s body. However, it was noted that the tip of the guidewire detached at about 13cm long and remained inside the patient¿s body. The detached guidewire was then removed under aspiration through a diagnostic catheter. A second guidewire was then inserted, however the same issue occurred. The procedure was completed using the third fathom guidewire. No further patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/separated tip. The catheter shaft was inspected for damage. It was noticed that the shaft was separated approximately 12.5cm from the tip. All of the components were returned for analysis. The fractured portion was completely separated and per the additional information it was aspirated from the patient body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06060. It was reported that the tip detached and removed under aspiration. The target lesion was located in the low tortuous liver. Two 180cmx25cm fathom¿ -16 guidewire were selected for use. During procedure, the first guidewire was inserted into the lesion and after 10 minutes of manipulation the device was withdrawn from the patient¿s body. However, it was noted that the tip of the guidewire detached at about 13cm long and remained inside the patient¿s body. The detached guidewire was then removed under aspiration through a diagnostic catheter. A second guidewire was then inserted, however the same issue occurred. The procedure was completed using the third fathom guidewire. No further patient complications were reported.